Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ipg was inoperable and the patient was also without stimulation. It was noted the patient had not recharged the device in over a year. As such, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Effective therapy was achieved postoperative and the reported issue is resolved.